Event description:
Pt underwent lumbar decompression of l4-5 and l5-s1 levels. Physician decompressed the l4-5 level, and then proceeded to the l5-s1 level. The right l5 nerve root was accessed using a baxano ipsi probe and a 10mm microblade shaver (mbs) was inserted but could not be advanced. The device was exchanged for a 5.5mm mbs, and decompression initiated. Delaminated cartilage was removed from the area using rongeurs. At this point, a small dural tear with no csf leak was observed in the axilla of the l5 root. The nerve was tested using a monopolar control probe (non-baxano) showing right tibia and gastroc response at 1.5ma. A cottonoid was placed to secure the flap of the tear. The surgeon was unsure as to what caused the dural tear (baxano probe, neuro check device, mbs, or non-baxano manual rongeurs). Post surgery, the pt was able to move all limbs (including feet) with no pain, weakness or numbness. A baxano rep followed up with the surgeon in 2009, who stated that the pt was experiencing numbness and weakness of the right great toe. Pt was seen in follow-up ten days later, and reported to be experiencing mild weakness and numbness in her right foot, indicative of l5 nerve root involvement. Pt follow-up scheduled.

Manufacturer narrative:
After the surgery, the surgeon was unsure as to what caused the dural tear (either the baxano probe, baxano neuro check device, baxano microblade shaver, or the non-baxano manual rongeurs that were used in the procedure). Since the surgeon cannot rule out the baxano devices, we are submitting initial reports for each possible baxano device ( a total of four reports, numbers 3006324586-2009-0014 through - 0017).